Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was deep vein thrombosis (dvt) and pulmonary embolism (pe). The optease filter was successfully deployed and post procedure CT scan showed the filter to be in good position. On or about/approximately eight (8) years after placement, the patient underwent a CT scan which revealed that the filter had malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the ivc. Per the patient profile form (ppf), there was migration of the entire filter to other place than to heart. There have been no filter retrieval attempts noted. The patient also reports having psychological and mental anguish. The patient has blood in his stool. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood in the stool do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the first day of the month/year that the event occurred. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. On or about/approximately eight (8) years, one (1) month, and twenty-six (26) days after placement (including the end date), the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. On or about/approximately eight (8) years, one (1) month, and twenty-six (26) days after placement (including the end date), the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Event description:
Dvt and pe.

Manufacturer narrative:
Additional information was received from a patient profile form that there was migration of entire filter other than to heart. There have been no filter retrieval attempts noted. The patient also reports having psychological and mental anguish. Since having the ivc filter he now passes blood in his stool. This causes him not to use the restroom in public places (no matter how urgent) until getting home. Additional information received from medical records show that the indication for filter placement was deep vein thrombosis (dvt) and pulmonary embolism (pe). The optease filter was successfully deployed and post procedure CT scan showed the filter to be in good position. Based on the additional information received, updates were made to the following sections:. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.